Event description:
The device was used on a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The reporter indicated the device alarmed "motion detected" many times and then after a rhythm analysis was performed advised for no shock. A manual defibrillator was used to deliver a shock and the pt was resuscitated.